Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving lioresal 2000mcg/ml at 1999.4mcg/day via an implantable pump. The indication for use was head/brain injury and intractable spasticity. The healthcare provider reported that the patient¿s pump initially stalled and now has stalled again and has not recovered. Per the healthcare provider no magnets, emi or MRI. The healthcare provider stated they were going to replace the pump as soon as possible. Additional information received on 24-mar-2022 from the company representative indicated that the device was explanted.